Manufacturer narrative:
Reference record (B)(4). It is unknown if devices involved in the events were removed and discarded or is still in place; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an (B)(6) 2023, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, during an endoscopic visit, it was found that the patient had buried bumper syndrome. It was reported that the patient is scheduled for surgical removal of the peg tube.